Manufacturer narrative:
Device sample requested for eval. Device not received at time of this report. Investigation results not available at the time of this report.

Event description:
The customer alleges that during insufflation, the connector was broken leading to a leak and the inability to insufflate. The pt injury or intervention reported.